Event description:
Edwards received notification that this valve model 7300tfx25 was explanted after an implant duration of approximately two (2) years and eleven (11) months due to restricted motion of leaflets leading to stenosis. Per the surgeon, prosthesis leaflets motion was limited by the residual native posterior leaflet and by a residual native chord. A 29mm non-edwards valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Manufacturer narrative:
H3: evaluation summary customer report of restricted motion of leaflets leading to stenosis was confirmed through visual observations. The x-ray demonstrated moderate calcification in all three leaflets and wireform intact. Calcification was also visible in the host tissue on the stent circumference around leaflet 1 and 2. Extrinsic calcific deposits were observed on leaflet 2 at the outflow aspect and on leaflet 3 in the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 2 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect. Host tissue overgrowth was heavy at the stent circumference at the inflow and outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 5mm at commissure 1 on the outflow aspect. Subvalvular apparatus was observed on the sewing ring around leaflet 1 at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture pledgets remained attached to the sewing ring around leaflet 1 and 2. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx25 was explanted after an implant duration of approximately two (2) years and eleven (11) months due to restricted motion of leaflets and severe calcification leading to stenosis. Per the surgeon, prosthesis leaflets motion was limited by the residual native posterior leaflet and by a residual native chord. The patient presented with shortness of breath. A 29mm non-edwards valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition and doing well after the procedure, and planned to be discharged in the following week.

Manufacturer narrative:
H10 manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.